Manufacturer narrative:
FDA medwatch reference number: mw5082406. We have verified that the reported lot number is part of the (B)(6) tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a tampon fell apart and she had irritation then fever and vomiting for two days.